Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not be fixed, and it was indicated that the lead dislodge. The lv lead was removed and the procedure was completed with a different lead. No patient complications have been reported as a result of this event.